Event description:
It was reported that receiver alerting at incorrect value occurred. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerting at incorrect value occurred. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H7: if remedial action initiated, check type - recall. H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional".

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.